Event description:
The customer, head of the surgery department, reported in his letter that he found out that the nail adapter jammed itself in the targeting arm. No adverse consequences to the pt.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.